Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.    UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.(B)(4)

Event description:
Update rec'd 01/13/2015- litigation papers received. Litigation alleges pain, stiffness, difficulty walking, and elevated metal ion levels. The doi was provided. The invoice was located for part/lot information. The stem and adapter sleeve are being added for elevated metal ion levels. The complaint was updated on: 01/22/2015.

Event description:
Asr revision, asr xl - left. Reason for revision: head and shell revision. Pain, acetabular loosening and lysis.